Event description:
A technician reported that during a refractive laser procedure, the surgeon took his foot off the pedal part way through and he was unable to resume the treatment. While trying to removed the "timed out" screen from the laser, the laser shut itself off. There was a delay in surgery; however, following a reboot of the laser, the surgeon was able to complete the procedure with no complications. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).